Event description:
The cna was preparing to transfer the resident from the bed to the gerichair. The resident was not dragging on the bed surface. The resident was fully suspended and when the cna started to move the lift, the clip near the leg detached. The lift immediately tilted backwards and the resident fell backwards out of the lift.